Manufacturer narrative:
The device associated with this report was not returned. Patient x-rays were not available for examination. The product lot code required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. It is stated in the initial product investigation request, it was not suspected that the device failed to meet specifications or contributed to the reported event. The investigation could not draw any conclusions regarding the reported event. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and patella tracking issues. (Left knee).